Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjk059 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "don't feel like mulitpack needles. Only one needle out of the entire box felt like the right one ":? -surgeon said needle quality was only normal with one of the sutures. Was there incorrect qty of needle-sutures in the package? - no 12 suture in package. Were all the other needle components found to be incorrect other than the one? - yes issues with breakage. If yes, how so? - breakage issue with the suture material + needles popping off, needles felt more dull compared to usual multi-pass coated needles per surgeon comments. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many suture broke, pulled off during this one patient procedure? How many were noted to be dull during this one patient procedure?

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. The physician reported that during the procedure in the office, the device did not feel like mulitpack needles. Only one needle out of the entire box felt like the right one according to the general surgeon. It was also reported there was an issue with suture breakage with the suture material and needles popping off. The surgeon commented that needles felt more dull compared to usual multi-pass coated needles. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/10/2019.

Manufacturer narrative:
(B)(4). Four unopened samples of product code j497, lot # mjk059 were returned for analysis. The complaint sample was not received. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects, damaged or suture breakage were observed. A functional test was performed and the pull force and tensile strength were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle, beakage suture and surface related defect - needle were found, and the tested sample met the finished goods requirements. Additional information was requested and the following was obtained: how many suture broke, pulled off during this one patient procedure?: all except one. How many were noted to be dull during this one patient procedure?: none necessary dull, just didn¿t feel sharp. Customer advised that issued occurred with 2 or 3 packs, not boxes. Note: medwatch for additional devices submitted via 2210968-2019-80199, 2210968-2019-80200.